Event description:
The complainant reports an under delivery. It was reported that the rate was set at 180ml/hr, with the intended delivery amount of 145ml/hr. Per visual measurement, the actual amount delivered was 45ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, and is the same or similar to a device that is marketed domestically.